Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the cause was undetermined because the disposable set was not returned to baxter. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
Customer's mom reported having trouble with cassettes. They are not priming and patient did not do dialysis last night. One line was too close and the others have pin holes because it squirted out. During follow up, the hp's mother stated that the cassette looked like it was melted right where the lines come out of the homechoice and the lines fused together. Two of the lines from that started leaking due to the pressure and had little pin holes in it.